Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not flowing into system under the name of patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist reviewed the patient and order details in ephi. The specialist was able to locate the order coming from the pis source, and no issues were found. The tss verified that the patient unit 015 and device name ed were correctly assigned to the ed area. Device communication with the server was functioning properly and was up to date. The tss viewed the ext.receivedmessage table and filtered by the receivedmessagekey for the reported order ID. No errors were flagged for the order. The system functioned as intended after the investigation was completed.